Event description:
It was reported, that (B)(6) years, (B)(6) months, and (B)(6) days post port placement. The catheter was allegedly broken and separated from the port. It was further reported, that the broken catheter got dislodged in the heart. Reportedly, the external port was removed by normal procedure, but the internal cannula went into the right ventricle, which was removed by an interventional cardiologist in the cardiac catheterization lab. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. D4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that two years, three months and twenty-two days post port placement, the catheter was allegedly broken and separated from the port. It was further reported that the broken catheter got dislodged in the heart. Reportedly, the external port was removed by normal procedure, but the internal cannula went into the right ventricle, which was removed by an interventional cardiologist in the cardiac catheterization lab. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One x-ray was provided for review. In the image review, the distal half of the catheter has separated from the port and proximal half of the catheter, the distal segment of catheter lies transversely. Therefore, the investigation is confirmed for the reported catheter break, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.